Manufacturer narrative:
Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported hematoma may have been procedure related. Per the IFU, hematoma is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a hematoma occurred. A fast cath transseptal introducer was placed in the left atrium after transseptal puncture. It was then replaced with a 10f fast cath transseptal introducer, which was used to advance an ensite array catheter into the left atrium. Geometry creation was initiated and the patient became hypotensive. Angiography at the femoral access level indicated a hematoma at the iliopsoas muscle level. Venous closure was performed and no other intervention was required. There were no performance issues with any sjm device.